Event description:
It was reported that pump experienced malfunction alarm. There was no reported impact to the customer¿s blood glucose level. Customer support attempted to gather more information by phone but call was dropped, then attempted follow-up by phone and email, and ultimately closed case when further contact with customer was not successful.